Event description:
On [redacted], the gore iliac branch deployment device failed to deploy completely. Per the surgeon's op note: "decision was made to stent across the more proximal aorta with an iliac branch device, which was a 23 x 12 x 10. We were able to place this up through the sheath in the left groin and deployed the contralateral gate. We were able to cannulate the gate easily and then we placed a bridging stent with an 11 x 59 vbx stent at the contralateral gate down to the already placed stents. After this was taken down, we deployed the rest of the iliac branch device; however, the stent did not open distally on the branch device. It remained constrained. At this point, the patient was still hypotensive and through the right groin, we placed a steerable sheath to go up and over. We utilized a glidewire to go up and over and through the existing 16-french sheath from the tourguide sheath to get through-and-through wire technique. We then were able to bring up a balloon through the left groin and we opened this up with a 6 mm balloon first, then serially opened this up with an 8 mm, 10 mm and then 12 mm balloon, and these were already in the covered stent regions. There was an area that remained constrained within the iliac branch device, but we were able to get some seal distally at this point; however, the patient remained hypotensive at this point and we were not able to get the rest of the stent open secondary to the patient being hypotensive." It was noted that patient was bleeding at this time, so the surgery was changed to an open, exploratory laparotomy. Surgeon found 2 sites of active bleeding within the aorta and left common iliac artery, which he then repaired. Pt received massive transfusion protocol, 11 units of prbcs. The gore device also broke in the patient. The op note states: "secondary to the iliac branch device not deploying completely, while removing the device from the left groin, the top portion of the delivery device broke off and was now into 2 pieces. The top cap still remained on the 0.035 wire, but we removed the rest of the device through the left groin. We then decided to upsize the right groin sheath to a 12-french sheath and then we were able to snare the wire from the right groin for the 0.035 wire and brought this area down through to the right limb of the iliac branch device. We then used buddy wire technique and then used a 6 mm balloon to perform a thrombectomy type approach to bring that cap down to the level of the groin. I then made an oblique incision within the right groin and dissected down through the subcutaneous tissues using electrocautery and brought this to the level of the common femoral artery. These were able to be clamped and then we brought the balloon down through and we were able to extract the top cap piece of the delivery device of the iliac branch device." The surgeon's last notes: "the patient was transferred to the cardiovascular intensive care unit in critical condition. Pt's blood pressure had stabilized and she was off pressors at that point, but the patient was to remain intubated secondary to a large amount of volume that she received for life-saving measures. Again, noted that there was a complication of the stent not deploying from the iliac branch device. There were representatives present from industry during that time and they helped try to assist with this as well; however, the stent graft did not deploy in its entirety and there was fracture of the device as well." After the surgery was over, as I prepared this report, the surgeon indicated that he felt the device malfunction caused harm as the procedure was transitioned to an open intervention with increased operating room time and increased bleeding. Pt extubated on [redacted]-postoperative day 3. Was moved out of ICU [redacted]-postoperative day 7. Preparing to go to inpatient rehab.